Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found..the device functioned within electrical specification during detailed analysis. There are no indications in memory that the device did not deliver therapy as programmed. Normal pacing was observed during analysis with no over-sensing noted. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
Boston scientific crm received information that the patient presented to the emergency room with symptoms of fatigue, a feeling of heaviness in his chest and syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low impedance measurements in bipolar and unipolar pacing configurations and was oversensing. Noise was also observed on the electrogram, but did not appear on the surface. Pauses in pacing where the patient's heart rate dropped between 20 to 30 bpm and the patient became syncopal were also observed. The patient was admitted to the hospital for a lead revision. During the revision procedure, insulation degradation on the rv lead was observed. The lead was surgically abandoned and a new rv lead was successfully implanted. The device was also electively explanted due to remaining battery longevity. No additional adverse patient effects occurred during the procedure. This device is also part of the low voltage capacitor advisory.